Event description:
It was reported by the patient that the patient activator "stopped working." The activator has worked "fine" in the past. The patient tried new batteries without any resolution. New batteries will be ordered and sent to the patient. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.